Event description:
Used new batch of equate antibacterial bandage for a small wound on my arm. After a few days I developed a rash and severe itching on my arm and both legs. Equate batch number 00154489 flexible fabric bandages recently purchased on line. No test done. Reason for use: to protect a minor skin wound.